Manufacturer narrative:
The device has not been returned to a factory of omsc for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection at olympus service operation repair center, it was found that while the subject device was used with a otv-s300, a communication error (b30) occurred and the endoscopic image did not appear. The subject device is olympus asset. There was no report of patient injury associated with this event.